Event description:
On (B) (6) 2008, the pt reported she continued to get the e4 (occlusion) alarm on her insulin infusion device and, when she investigated, she noticed insulin inside the cartridge chamber. To troubleshoot, the pt was instructed to disconnect from her headset and remove the insulin cartridge. She stated the bottom of the cartridge was wet and there was a strong smell of insulin. She said about "five or six units of insulin" spilled into the chamber. She was advised to dry out the chamber with a cotton swab which she successfully did. On follow up with the pt on (B) (6) 2008, she said 2 cartridges from the same lot number leaked. She stated she has not had any more leaks since using cartridges from a different lot number. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.